Manufacturer narrative:
Investigation of returned guidewire revealed the core was broken at approximately 2mm and coil at the middle brazing 15mm from tip end, respectively. Observation by scanning electron microscope revealed the trace of clockwise rotation on the core breakage site. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. It is inferred that rotational manipulation might be applied to the guidewire of which distal end was caught in the 100% occlusive lesion, and the core wire was broken due to accumulated rotational force which exceeded the product design limit. Along with removal of the guidewire, coil might be decoiled and elongated, broken at the point of middle brazing. See scanned page.

Event description:
Reportedly, to treat 150mm long mildly calcified 100% occlusive lesion at proximal of sfa, firstly, unknown guidewire and unknown microcatheter were advanced from left popliteal by retrograde approach. The guidewire and the catheter were advanced all the way to proximal cap but was not able to advance through proximal cap, so that the guidewire was exchanged for subject asahi astato xs 20 guidewire through the microcatheter. Physician advanced the guidewire to proximal cap then pulled back on the wire, and noticed the tip was not moving. About 3cm of the wire broke off and was left in the pt. Snaring was attempted but ended unsuccessful. No adverse effect is reported with the pt.